Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The front socket was found to have broken pins inside the socket. When the device was tested with a reference socket, the device met all inspection criteria. Device history records (dhrs) were provided to olympus for review by the original equipment manufacturer. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The observed failure is a known phenomenon, produced as a result of damage to the transducer plug and/or receptacle. Damage to the receptacle is often incurred as a result of user error that occurs when the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may also crack or damage the housing. The instructions for use (IFU) provide the following statements: "connect the transducer to the generator by pressing the plug straight in. Caution: do not twist or turn the plug." "Connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug."

Event description:
Olympus received a report from the distributor of a damaged connector for the transducer. The reported problem was found on preparation for use. No injury or harm, associated with the problem, occurred.